Event description:
2 implants were placed in sites 7 and 8 on 12/11/97. They failed due to mobility and were removed 7/28/98. Pt wore a partial denture, which may have applied a premature load to the implants after initial placement. One person affected.